Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a blank display due to cracked lcd glass. Unable to perform the self test, sleep current measurement, and active current measurement or download the pump trace and history files using thump due to the blank display. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on pcba 2, the motor, force sensor, or vibrate harness assembly. A p-cap locks properly into the reservoir compartment. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, and broken belt clip rails. Blank display is confirmed due to cracked lcd glass. Cosmetic damage on the belt clip rails is confirmed. No damage on the lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on screen of pump and belt clip rails. The customer reported no adverse event. Troubleshooting was performed . The event involved product(s) mmt-1880l. After product analysis, blank display confirmed. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1880l was requested and customer returned the device.